Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have under-sensed the patient's arrhythmia, resulting in a delay in delivering high voltage therapy. The patient's ICD was able to terminate the arrhythmia without malfunction later. No additional intervention was taken. No additional patient consequences were reported.

Event description:
New information received notes that long charge time was also noted on the patient's implantable cardioverter defibrillator.